Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when removing the angio-seal device from the packaging, it was noticed that the device was bent. This issue was discovered before use on the patient during preparation.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6 fr angio-seal vip device was received for product evaluation. The sealed polyfoil pouch was received for product evaluation. The hemostatic sheath and arteriotomy locator were returned in the packing tray. An additional empty packaging tray was also returned. The components did not appear used. There was a kink present at the blood inlet holes of the arteriotomy locator approximately 2.55" as measured with a sliding gauge. Based on the returned device, the complaint could be confirmed for a kink in the arteriotomy locator at the blood inlet holes. Off-axis forces have been known to cause kinks in the arteriotomy locator. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.